Event description:
It was reported that during transport, , the cardiosave intra-aortic balloon pump (iabp) was dropped and had a helium leak. No patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer verified damage to console cover and the cover was replaced . The fse replaced helium reservoir assembly that had a helium leak and the unit passed all performance and function tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was dropped and had a helium leak. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).